Manufacturer narrative:
Hologic field service engineers and applications specialists supported the customer through decontamination of the affected instrument. Decontamination protocol have been provided to the customer. Decontamination activities cleared the contamination event per customer testing. The source of the instrument contamination was not confirmed. Upon discovery of the contamination, customer indicated that all positive samples were subject to retesting using a non-hologic method.

Event description:
Customer called hologic technical support due to a contamination issue on (B)(6) 2022. Customer used sars-cov-2/flu multiplex assay lot 311640 on the panther instrument sn (B)(4). Hologic field service engineer went to the site and confirmed that the laboratory had a sars-cov-2 positive contamination. During further evaluation, it was suspected that results from wl (B)(4) contained false positive sars-cov-2 as a result of the instrument contamination. Hologic reviewed the logs for wl (B)(4). The wl has 16 positive samples where initial results were reported out. The 16 positive samples were retested by the customer using a non-hologic method. The customer has indicated that, according to their retesting activities, no false positive results have been reported as a result of this incident. Results of retest confirmatory testing was not provided by the customer to hologic.